Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 0/2/03/2014 with the following findings: a visual inspection of the pump showed a puncture mark in the ok button cover. The ok keypad button was hyper responsive during testing; all other keypad buttons responded appropriately. The pump successfully completed a delivery accuracy test; no unprogrammed boluses were delivered during testing. The keypad cover was removed and the ok key contact was found to be inverted. No contamination was found under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report the pump ok button on the keypad was more sensitive and responsive than the user expected, and that there were ghost boluses in the pump history that the patient had not programmed. On (B)(6) 2013 the patient obtained blood glucose readings ranging from 247 mg/dl to 57 mg/dl with symptoms of sweating and shaking. The patient was treated by the school rn with food and drink to correct his low blood glucose levels. As the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia and received treatment from an hcp with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.